Event description:
Complainant alleged that during set-up of the device prior being used on a pt ( age & gender unknown), the device displayed a "defib disabled" and "user set up required" message. Complainant indicated that there was no pt involvement in the reported malfunction.